Manufacturer narrative:
The evaluation confirmed the reported issue of blackout. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device blacked out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced. It is possible that a crack on the cable found during estimation led to water invading temporally causing temporary communication failure. Thus, the image blackout seems to have occurred temporally. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.